Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): it was reported that the home patient will continue on peritoneal dialysis upon recovery from the hernia. The device was not returned, therefore, a device analysis cannot be completed. A review of the device history record and service history revealed no issues that could have caused or contributed to the reported difficulty of hernia. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that the patient experienced a hernia. The nurse stated that the hernia surfaced while the patient was hospitalized for an unrelated issue. However, the nurse was unable to verify if it was a new event or if the hernia was part of the patient¿s past medical history. The treatment for the hernia was not reported. The patient was later discharged from the hospital for the unrelated condition. The outcome of the hernia was not reported.